Event description:
It was reported to adac that the source to skin distances were incorrect prior to dose computation. The user reported that when trials were copied, the source to skin distances changed. No injuries were reported as a result of this issue.